Manufacturer narrative:
Result of investigation: the device/component was returned to vyaire's failure analysis laboratory. An investigation was performed and the service technician was unable to duplicate the customers reported issue. The vent passed both the initial final test and initial alarm volume test.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator device intermittently power cycling off and a blower error. The customer stated it is not known if this event occurred, while in use.